Event description:
It was reported that the user experienced hyperglycemia following a bike ride with a meal break, during which they initially went low, paused, ate their usual lunch, completed the ride, and subsequently recorded a blood glucose of 239 mg/dl; a site-only supply change was performed without issue, and review of delivery history indicated elevated total insulin delivery over the prior six hours alongside food intake as a likely contributor. Symptoms included high blood glucose. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no immediate health effects. Investigation included review of device data and coaching on troubleshooting and education. Investigation of this case revealed no device malfunction and normal device function, with the hyperglycemia plausibly related to recent exercise patterns, meal timing, and insulin-on-board dynamics. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.